Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5156636.

Event description:
It was reported that the patients lead had high impedance due to lead migration. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.